Manufacturer narrative:
A review of the image result files showed negative reactions were reported by the instrument for all cells. Visually, cells 1 and 2 appear negative as expected. Cell 3 visually appeared equivocal to w+. Customers were notified of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
Customer reported obtaining unexpected negative reactions on echo (B)(4) for a patient sample containing anti-k.